Manufacturer narrative:
The t:slim user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer performed multiple infusion set changes and would observe insulin exiting the infusion set tubing. After the tubing changes the occlusion alarms continued. Reportedly, the customer uses humulin insulin in their cartridge. Tandem technical support informed the customer that humulin is contraindicated for use with the pump. No troubleshooting was performed as the customer contacted tandem technical support to educate themselves in regards to occlusion alarms. The customer stated that insulin was being purposely delivered by using fill tubing as this process did not activate any occlusion alarms. The customer¿s blood glucose (bg) level ranged between 80-180mg/dl. During a follow up with the customer's clinical diabetes specialist it was reported that the customer uses the same areas for their infusion set sites.